Event description:
Implant fracture.

Manufacturer narrative:
Implant region 16 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading of the implant after 15 years in situ.

Event description:
Implant fracture.